Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 18ga x 1.16in 1.3mm x 30mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 18ga x 1.16in 1.3mm x 30mm) experienced leakage at the adapter septum during use. The following information was provided by the initial reporter: patient undergoing thyroid surgery, replaced 18 ga pegasus. After completed penetration, it's noticed that leakage at septum.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7349228. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 18ga x 1.16in 1.3mm x 30mm) experienced leakage at the adapter septum during use. The following information was provided by the initial reporter: patient undergoing thyroid surgery, replaced 18 ga pegasus. After completed penetration, it's noticed that leakage at septum.